Event description:
A surgeon reported that the light "exploded" during a vitrectomy procedure. An alternate light source was used to complete the case. There were no delays and there was no harm to the pt.

Manufacturer narrative:
A review of the service report indicates the system generated system message (sm) (red stop sign), sm (fluidics - submodule nonconformity (supervisor timeout), sm (the lamp has exceeded its related life) and the "lamp exploded". The company rep examined the system and replaced the power module w55, interface breakout printed circuit board (pcb), table top illuminator, fluidics module, ethernet cable assembly and the host module to address the nonconformities. It should be noted that the company rep did find bss (balanced salt solution) residue on the fluidics module. The system was then tested and met all product specs. There was no sample returned to eval on and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The reported event of 'lamp exploded' cannot be confirmed by review of the event log. However, it is observed that the user switched from using the table top illuminator to the auxilliary illuminator on the date of the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause of the reported event of "light exploded" could not be conclusively determined. (B)(4).